Event description:
"Leakage from the connection between the ti-adapter and the transfer set." The date of how long the set was in place is unk. There was no pt injury or medical intervention associated with this incident according to baxter.

Manufacturer narrative:
A sample has been requested for evaluation.